Manufacturer narrative:
The tandem user guide states: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system."

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer uses fiasp insulin in the cartridge. Customer's blood glucose was 250 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.